Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, customer reported duplicate issue during removal of items and closes drawer prior to waste workflow completion. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the undocumented waste banner did not show up. A technical support specialist (tss) reviewed medication identification number: 2295474 and confirmed that closing the drawer early allowed the waste workflow to be bypassed despite identical configurations across devices, and although earlier tests showed that undocumented waste banners failed to appear even after multiple logins hours apart, product support engineer (pse) recommended further replication without returning the medication; later, the user repeated the workflow on device and the undocumented waste banner populated correctly, and since then the system had functioned as expected with no additional reports of missing banners. The system functioned as intended after the technical support specialist investigated the issue.